Event description:
Attorney alleges the device was found to be defective and removed in september 2002. The device was not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.